Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during cup impaction, the a-frame used for alignment was broken. The knob on the a-frame screw was fractured away from the instrument. No further information has been made available at this time.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay corrected and additional information. Updated: corrected:- UDI previously submitted is not valid. Manufacture date prior to UDI. Complaint sample was evaluated and the reported event was confirmed. A lateral alignment frame was returned for evaluation. Visual inspection identified that the threaded shaft of the thumb screw was fractured. Dimensional analysis determined that the diameter of the shaft and material hardness were conforming to print specifications. Wear and tear indicating a potential field age of approximately 8 years was noted. Device history record (DHR) was reviewed and no deviations or anomalies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.